Event description:
It was reported that a pediatric patient had a laceration to the right brow closed in the emergency room with topical adhesive. Twenty four hours later she became febrile with periorbital swelling. She was treated with oral antibiotics and discharged to home. The swelling progressed and the patient was referred to the children's hospital. On examination, her right upper eyelid was erythematous and swollen shut. The topical adhesive was present on the laceration below the right brow, with crusting along the laceration and eyelid margin. A CT scan showed preseptal edema involving the right eyelid and anterior orbit with no intraconal extension. The topical adhesive was removed from the wound, and cultures were obtained. Empiric intravenous antibiotics were administered, but the swelling and erythema worsened and the abscess was surgically drained. The patient's condition improved after surgery and was discharged to home on oral antibiotic therapy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.